Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
An (B)(6) male patient underwent a aaa repair in (B)(6) 2016. The patient's anatomical form was suitable for the procedure. After placing all stent grafts as planned, an excessive amount of type IV endoleak was confirmed by final angiography. Another stent graft was implanted. No further information was provided regarding patient outcome. There have been no adverse effects to the patient reported as of the date of this report. The initial report for this event was filed under med-watch# 1820334-2016-01064, additional information was provided on (B)(6) 2016 regarding the specific devices. Two additional complaints were opened to address the additional products and med-watch reports initiated under: med-watch# 1820334-2016-01429 for part zsle-20-90-zt (this report). Med-watch# 1820334-2016-01430 for part zsle-24-74-zt.

Manufacturer narrative:
This report is a duplicate of events already reported in MFR# 1820334-2016-01064.